Event description:
The wife of a male pt contacted lifecor customer support to report that her husband had passed away in 2009. She stated he was at home and wearing the vest. The death was cardiac related. She stated the vest alarmed as the ems arrived to put the pt on the stretcher.

Manufacturer narrative:
Device manufacture date - monitor - 2006. Electrode belt - 2008. Device eval: the monitor was fully functional. The electrode belt was not returned. Please see attached event analysis and strips. Conclusions: no alarm sequence was initiated for bradycardia detection as this was a non-treatable rhythm. The lifevest properly detected and alarmed for asystole.